Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4) registry indicating that the pt underwent an incision and drainage of the re-tunneled percutaneous lead.

Manufacturer narrative:
The MFR is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).